Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damaged housing on the power module was confirmed via visual analysis. The power module (serial number: (B)(4)) was returned to the service depot and was evaluated and tested on 15mar2022. The reported event of physical damage to the power module was confirmed via visual inspection. Damage to the housing was found where the patient and dc cable connectors are located. Damage to the internal battery clip was also found upon further inspection of the power module. The customer was provided a quote for repair but declined. The power module was removed from service and scrapped. A root cause for the damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the power module (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 07jul2016. Heartmate 3 instructions for use section 8: ¿equipment storage and care¿ and heartmate 3 patient handbook section 6: ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was physical damage to the power module case.